Event description:
Same case as MFR report #2134265-2008-00630 and #2134265-2008-00631. It was reported that following a coronary artery drug eluting stenting treatment procedure thrombosis occurred. The initial procedure aws emergent due to myocardial infarction. The target lesion was 100% stenosed, "plaque rich," in the mildly tortuous proximal left anterior descending artery (lad). The pt was given 300mg of plavix as a loading dose. The lesion was predilated with a 2.5x20mm non-bsc balloon catheter. A 2.75x16mm taxus express2 drug eluting stent (des), a 2.75x20mm taxus express2 des, and 3.0x20mm taxus express2 des were each deployed at 18 atms in the proximal lad. The devices were implanted in that order from distal to proximal and all devices overlap. The devices were considered to be well positioned and well apposed. There were no pt complications reported. Thirty mins after leaving the catheterization lab, the pt experienced chest pain and thrombosis aws discovered at the 3.0x20mm taxus express2 des. The thrombosis was aspirated with a non-bsc aspiration catheter. A 3.25x20mm non-bsc balloon catheter was used to predilate the lesion. A non-bsc 3.0x30mm bare metal stent (bms) was deployed at 22 atms from eh proximal end of the 3.0x20mm taxus express2 des extending into the 2.75x20mm taxus express2 des. There were no additional pt complications reported. Once again, 30 mins after leaving the cath lab, the pt experienced chest pain and thrombosis was noted at the 3.0x20mm taxus express2 des and also the distal lad. An unk type intra-aortic balloon pump was inserted. The proximal lad thrombosis was treated with an non-bsc aspiration catheter. A 2.5x18mm non-bsc bms was implanted in the distal lad. The proximal lad was dilated with a 3.0x20 non-bsc balloon catheter and a 3.25x30mm maverick2 balloon catheter. There were no additional pt complications reported. The iabp was removed on an unspecified date. Three days later, the pt's condition was reported as "good." The pt is considered to be "recovered."

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out at this time. A review of the device history record (DHR) found that the device met its material, assembly, and product specifications at the time of its release to distribution. The root cause will be documented as an 'anticipated procedural complication' because of the likelihood that the pt anatomy contributed to the reported complaint and due to the lack of info implicating a root cause related to the device. A CAPA has been initiated to address this issue.